Event description:
It was reported by the rep the device was used during a thoracoscopy with a bleb resection. It was reported the seventh firing of the ets flex device would not release on the lung. The surgeon had to pull an ez45 and fire below the staple line to retrieve stapler off the lung. The case was completed with an ez45b. There was no consequence to the patient.